Event description:
A 79 year old male admitted with cardiogenic shock post myocardial infarction. An impella was placed on (B)(6) 2022. The right axillary impella was found to be dysfunctional on the morning of (B)(6) 2022. It was felt to be likely clotted, as evidenced by normal position on echo and x-ray but pulseless current flow. The impella was removed and a complete thrombectomy was performed on the graft. A new right axillary impella was placed successfully and the patient was returned to the ICU for further care. FDA safety report ID# (B)(4).